Event description:
Health care professional (hcp) reported patient (pt.) Was receiving peritoneal dailysis treatment on quantum device when pt. Rec'd "open mini set" message. Pt was confident she had seen fluid go into drain bag. Pt complained of severe pain in shoulder for 3 days. Health care professional believes pt rec'd bolus of air. Pt was instructed to take tylenol for pain.